Manufacturer narrative:
The investigation has been completed. The console (ic5705) was sent back for further investigation. Visual inspection of the console in danvers confirmed broken purge disk retainer and missing purge disk detect flag. The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced damage observed at the purge disc, which was resolved by changing the console. No patient harm reported.